Manufacturer narrative:
Investigation ¿ evaluation. It was reported by courtenay wager from the university of alberta hospital that there was a turbo-ject® double lumen over-the-wire power-injectable PICC (rpn: upicds-4.0-CT-otw-st-1111, lot number unknown) in their office that had not been previously reported. It is unknown exactly what the product issue was in this case, but previous issues reported by this customer concerned cracked PICC lines that were removed and replaced. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation. A picture was supplied of the device, however it is not possible to identify the failure mode from the image. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be carried out due to a lack of lot information. A search of additional complaints on the complaint device lot could not be carried out as the lot number was unknown; however, the same customer reported multiple other instances of leaks/partial separation of the catheter tubing from the hub on the same product family. Because adequate inspection activities have been established and no other lot related evidence is available, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: warnings: the safe and effective use of turbo-ject PICC lines with power injector pressure set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Instructions for use: 10.....secure the catheter to the skin, dress in the standard fashion. Based on the information provided, no product return, and the results of the investigation, a definitive cause for failure was not established. Appropriate measures have been taken to address this failure mode. A CAPA is currently open to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): postal code: (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a turbo-ject® double lumen over-the-wire power-injectable PICC cracked. The device was removed and most likely replaced as the other associated events were. Additional information regarding patient and event details has been requested, but has not been made available at the time of this report. This event was reported with other events associated with patient identifiers: (B)(6).